Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined.  It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller did not pass smr pre-check due to a loose battery connector on port 1. The device was replaced from stock. The patient tolerated the exchange without any issues.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to the port 1 connector found loose from controller housing with the o-ring gasket still in place and the locknut was found loose inside the controller housing. An internal inspection of the controller revealed foreign material. As a result of this findings, the controller was found out of specifications. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, the manufacturer is still investigating this loose connectors malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Updated sections: model/lot #, MFR contact info, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, device manufacture date, evaluation codes and additional MFR narrative. The controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed as the unit was not returned for analysis. Analysis could not be performed as the device was not returned. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.